Event description:
It was reported that the customer was hospitalized in the intensive care unit with a high blood glucose level of 680 mg/dl, with high ketones identified as life-threatening by the healthcare provider. Customer attempted to manage the issue by hydrating and administering insulin via the pump, however was treated with intravenous fluids of saline and insulin, which resolved the issue without any permanent damage. The customer was discharged from the hospital on (B)(6) 2025.